Manufacturer narrative:
Lumenis service evaluated the device on a courtesy basis. Per the customer engineer ce, the following conditions were observed during the safety evaluation: five hundred sixty head had spots and output was out of specification (high), both of which can cause burns. Ce installed and tested a new 560 that the customer had purchased. Damaged yag lightguide which caused low output (not related to the safety incidents). Ce replaced the yag lightguide with one in the customer's kit. Five hundred ninety head had gel on filter which can contribute to high output and pt burns. Ce cleaned the gel and retested the filter, tested okay. Calibration power meter is slightly burnt but not damaged, but should be closely monitored for any major burning or flaking and should be replaced if burning or flaking are present. Quantum system was in specifications. In addition lumenis recommended that the customer store their quantum treatment heads in their dedicated boxes to prevent exposure of the heads to dust and damage. Lumenis reviewed proper maintenance of the quantum accessories with the customer and recommended additional training.

Event description:
Customer reported that three pts had been bruised at or below previously used settings. One of these pts also sustained second degree burns and was prescribed silvadene cream 0.5%, and tricelane 1%; burn is healing without scabbing. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.